Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was unable to establish communication between his ipg and external devices. The ipg was confirmed inoperable. In turn, the patient will undergo surgical intervention to address the reported issue.

Event description:
Follow-up information revealed the patient underwent surgical intervention at which the ipg was explanted and replaced. The patient reported effective therapy following the procedure and the issue is now resolved.